Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer was dispatched to evaluate this unit and was unable to reproduce the reported issue, and there was no indication of a "leak in iab circuit". All calibration, functional and safety tests were passed per factory specifications, and the iabp was cleared for clinical use.

Event description:
The customer reported that during a preventative maintenance they found that the helium tank of the cardiosave intra-aortic balloon pump (iabp) was less than half. The helium tank was new and closed and had not been used. There was no patient involvement and no adverse event was reported.